Manufacturer narrative:
Investigation: the customer issued a complaint for a plunger that pulled out of the syringe. No sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis, only photo was attached. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion the defect occurred due to misuse of the combination product. Based on the IFU what was provided to our customer is detailed enough to avoid mishandling during removal pre-filled syringe from blister.

Event description:
It was reported that the plunger of the x100l bd ultrasafe passive¿ x-series needle guard syringe pulled out causing the medication to spill. There was no report of exposure, injury or medical interventions.